Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 338940, lot# b0852393k, implanted: (B)(6)2009, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator parkinson's disease. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6)2009 and after the surgery, an "electrode ulceration infection" was discovered so the lead was replaced. It was then stated that the cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated.